Manufacturer narrative:
Additional information provided in description of event or problem, and additional narrative. Based on the ne information in description of event or problem. This record is not reportable and will be closed canceled. No further reports will be sent. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the surgeon made a mistake and is not sure the lens was an alcon lens and this was a misunderstanding. No further information will be available.

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a lens was cloudy. The surgeon removed the lens on a secondary surgery. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).